Manufacturer narrative:
The insulin pump had a motor error alarmed during rewind due to due to corroded motor home switch. Analysis was unable to confirm excessive no delivery alarms, lost sensor alarms and perform displacement test due to motor error alarms. Cracked reservoir tube lip, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.